Manufacturer narrative:
Other relevant device(s) are: products: battery 9735773, sn /lot: unknown; ups refurb 9735787r, sn / lot: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the cooling fan was not working. They replaced the computer and the failure resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that upon trying to power up the system it would get to the splash screen and then power off. The medtronic representative tried to power up a few times without success. Another medtronic representative took the panel off for further troubleshooting. He noted that all of the leds on the uninterruptible power supply (ups) were illuminated normally. The fan at the top of the computer was not running and they did not have a light on the lower green ethernet connection on the computer. The medtronic representative powered the system down and re-seated the hard drive - now they were able to boot the system. They went to the application and now they received a battery service error. The medtronic representative booted out and after booting to the login screen he lost touch functionality. Booted into admin and in the self test there was no connection to the ups. Powered off the system and it would not shut down fully. Hard shut down and unplugged for 30 seconds and now the system is functioning normally in the software. The fan on the computer is still not running. After leaving the system plugged in over night it would still not boot software. The main cart was showing no video detected and the camera cart is continually trying to connect to ip. Technical services (ts) recommended the medtronic representative check the main cart computer and ups to confirm full function. There was no patient present when this issue was identified.

Manufacturer narrative:
A hardware analysis of casepart-293111 was initiated to determine the probable cause of the issue. Analysis found that system was not booting with 100% consistency. Also unit was observed to shut down randomly a couple times. Unable to identify a single root cause. Anomaly is being tracked in hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer 9735764 nav with pcoip s8 svc (1912c01312) was returned for analysis. Analysis determined that there was a motherboard malfunction. The system was not booting with 100% consistency. When using a known good ssd the system would not boot every time. It was noted that it was observed that the unit randomly shut down a couple times. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.